Event description:
User received very high values for the ise results on three patient samples. The results for potassium were considered discrepant. All results were in mmol per l. Sample 1 initial result was 254.2, repeat result was 17.5. Sample 2 initial result was 19.1, repeat result was 10.6. Sample 3 initial result was 16.4, repeat result was 9.3. Testing was repeated on the same analyzer, however, the results were still abnormal and the specimens were sent to another facility for testing. The repeat results from the other facility were not provided. The results were not released from this analyzer. Patients received no treatment based on erroneous results.

Manufacturer narrative:
The field service representative determined the cause to be the kcl tubing and repaired it. To verify analyzer performance, calibration and qc were performed and within specification. Prior patients were also tested and results were verified.